Event description:
The customer tested her blood glucose using her breeze2 meter and received a reading in the 200's (mg/dl). She retested using another meter and received readings around 111 mg/dl. If the customer's breeze2 read 205 mg/dl or higher, the difference between the readings would fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer insisted the meter be replaced. A replacement meter and control solution were sent to the customer. No product will be returned at this time.